Manufacturer narrative:
Corrected reagent lot number (and exp. Date) in d4. ----- (B)(4).

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. An investigation into the three alleged kit lots did not suggest a product issue. No sample was requested as the discrepant results are due to either limit of detection (lod) or contamination during sample handling, or improper sample handling. Differences in technology also must be taken into consideration. Cn- 610997.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the kit cobas 6800/8800 sars-cov-2 192t assay. A customer from thailand alleged that they observed discrepant results for 1 patients¿ sample when testing with the kit cobas 6800/8800 sars-cov-2 192t assay analyzed on the cobas 6800/8800 system. No patient details were made available, and no harm or injury was indicated. One MDR will be filed as per FDA guidance.